Event description:
A 2.75 mm diameter x 18 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of a left circumflex eccentric lesion. The vessel morphology was reported to be severely tortuous with 99% stenosis. It was reported that the physician was attempting to reach the lesion site; the stent was unable to cross the lesion. The sds was pulled back; upon removal, the stent was noted to have dislodged in the bifurcation. The physician attempted to remove the dislodge stent with a snare, this was unsuccessful. During the attempt to remove the dislodged stent, the patient's blood pressure dropped due to stent hematoma; the patient was sent to emergency CABG surgery. The dislodged stent was not removed from the patient. It was reported that the patient expired the following day due to cardiac shock. Medtronic has received the device and its analysis has been completed. The returned device confirmed that the stent was no longer present on the balloon. The tip of the device was damaged, it appears to have been stubbed. The balloon has not been inflated. There is evidence that the stent was adequately mounted on the balloon. Please note that this device is distributed outside the united sates; however, it is similar to the united states distributed product.